Event description:
Pt received severe corneal burn from alcon, legacy, cataract aspirator. Further surgical repair of wound was needed. Equipment was inspected, found to have "loosened" parts that needed repair.